Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a unknown size abdominal aortic aneurysm. It was reported that on routine follow-up 15 months later, a ib endoleak was identified from the right limb etlw1620c156e due to an aneurysmal right common iliac artery. Intervention was performed the next day, the right hypogastric artery was embolized. Then a 16x16x93 limb followed by 16x10x124 limb and a 10x10x82 iliac extension were implanted within the proximal right external iliac artery. This resolved the endoleak. As per the physician the cause of the event was anatomy as the right common iliac artery became aneurysmal. No additional clinical sequalae were provided and the patient is fine.